Event description:
An unspecified ¿sensor related¿ error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced hypoglycemic symptoms reported as ¿shaky, hot and couldn¿t move from bed¿ and was unable to self-treat, requiring third-party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified ¿sensor related¿ error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced hypoglycemic symptoms reported as ¿shaky, hot and couldn¿t move from bed¿ and was unable to self-treat, requiring third-party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.